Event description:
It was reported that the patient presented to the emergency department (ed) after receiving inappropriate therapy due to right ventricular lead t wave oversensing. It was also noted that an alert was triggered for the right ventricular lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were five lead failure predictor (lfp) high rate non-sustained (ns) episodes less than or equal to 217 ms average v-cycle on (B)(4) 2012 in the timeframe between 15:32:44 and 16:56:10. There was one ventricular fibrillation (vf) episode equal to 170 ms average v-cycle on (B)(4) 2012 18:08:39. Interference/noise was also noted. The ventricular short interval count (v-sic) was equal to 122 counts, in 0.24 day, on (B)(4) 2012 in the timeframe between 15:26:20 and 21:13:16. The lead integrity alert was triggered; there was one patient alert for lead failure predictor on (B)(4) 2012 16:53:22.